Event description:
It was reported the 512s was used during a laparoscopic cholecystectomy. It was reported the inner gasket fell into the pt and was retrieved. There was no consequence to the pt. 1/6/1998 it is not known how the case was completed. 1/9/98 medwatch form was rec'd with the device. It states "during laparoscopic cholecystectomy a 10-12mm trocar came apart and the 'o' ring fell into the pt's abdominal wall - physician removed 'o' ring with no f/u required.